Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer. The customer was able to generated patient results when specimens were retested, but the customer questioned the data. The customer refused to perform troubleshooting of the issue, therefore, a service call was initiated. When the field service engineer visited the customer and checked the instrument log, it was determined that some sample sub-reads generated two peaks. The customer was sent a replacement lot of reaction vessels. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
In 2009, the pt reported he changed his insulin infusion headset, tubing and insulin cartridge this morning and by noon, his blood glucose had elevated to 350 mg/dl. His normal range is around 100 mg/dl. He stated that a few hours later, he received an e4 (occlusion) error on his infusion device. He stated his troubleshooting did not find any damage to his headset cannula, but no insulin dripped from the end of the tubing. He stated he changed his infusion set and injected insulin via syringe. On follow up with the pt two days later, he stated that, while waiting for his replacement device, he switched to injection therapy and his blood glucose elevated to 500 mg/dl. He stated his blood glucose is currently within his normal range. The infusion device and infusion set were replaced, and requested to be returned for evaluation.